Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had low blood glucose level and they alleged that the insulin pump was over delivering. The customer¿s blood glucose level was 30 mg/dl. The customer¿s mother could not perform troubleshooting as the customer was in school. The insulin pump will not be returned for analysis.